Event description:
Pt was revised to address pain and loss of motion.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that other devices from lot y88ae1 have been delivered and can be reasonably concluded implanted without issue, as no further reports are identified. Provided info states the pt was having pain and loss of motion. The pt had a hemi, so he converted to a total shoulder and implanted a 44 anchor peg glenoid. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.